Event description:
It was reported the patient had a very distal volar rim fracture of the radial column as well as a separate radial styloid fragment. The surgeon used the acumed fragloc in the styloid and the acumed avulsion hook plate under the vdr plate to buttress the volar rim, "while rafting the joint surface in subchondral bone". This is off-label use of the avulsion hook plate with acu-loc 2.

Manufacturer narrative:
Manufacturing and inspection records could not be reviewed as device batch/lot number is unknown. Information received indicated the avulsion hook plate was used off-label in this patient for a surgery. Based on the information received regarding the usage of the plate, this is consistent with off-label use.